Manufacturer narrative:
A ge service representative performed an on site investigation. The isolator transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system would alarm as soon as it was plugged into an ac wall outlet. No patient injury was reported.